Event description:
It was reported, multiple fractures of catheter found within patient's body after extubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed and was determined to be use-related. One 4fr single lumen groshong nxt clearvue catheter and ten photographs were returned for evaluation. An initial visual observation showed the returned catheter was separated in two segments: the proximal segment, with the connector pieces assembled, and a distal and larger segment, which contained the distal valve. The returned photographs showed three segments of the catheter, but the small segment between the proximal and distal segments was not returned. A microscopic observation revealed that the catheter surface near the breaks in both the distal and proximal segments of the catheter appeared to be lustrous and polished. The fracture surface of the proximal segment was observed to be flat and granular in one section and rough and uneven on the rest of the fracture surface. The fracture surface on the distal segment was observed to be predominantly rough with some rounding on the edges of the break. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, multiple fractures of catheter found within patient's body after extubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.